Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same incident, the other is (B)(4). Device history record review revealed nothing relevant to this event. Complaint not confirmed. Examination revealed that all devices functioned normally when tested in accordance with the surgical procedure. The examination also revealed the delivery cannula is bent on 2 of the devices. The suture constructs were not returned for evaluation and therefore the complaint cannot be verified. The most likely cause of the complainant's condition is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Additionally, the bent cannula identified on two of the devices may have contributed to the unsuccessful delivery of the suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the first implant on two ar-4502 devices, lot 10048684 ((B)(4)) and lot 10044658 ((B)(4)), were deployed without any problems and the handling trigger was released after first deployment. Second implants could not be deployed as the second implant for each device remained in the shaft. First implant of each device remained un-retrieved. Surgery was successfully completed using another manufacturer's device.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same incident, the other is (B)(4). Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the first implant on two ar-4502 devices, lot 10048684 ((B)(4)) and lot 10044658 ((B)(4)), were deployed without any problems and the handling trigger was released after first deployment. Second implants could not be deployed as the second implant for each device remained in the shaft. First implant of each device remained un-retrieved. Surgery was successfully completed using another manufacturer's device.